Manufacturer narrative:
Product ID 8709sc, serial# (B)(4), implanted: 2012 (B)(6); product type catheter product ID 8596sc, serial# (B)(4), implanted: 2012 (B)(6); product type catheter. (B)(4).

Event description:
It was reported that the patients alarm date was (B)(6) 2013 and low reservoir alarm was set to 2ml. The reporter calculated that the patient had drug in the pump still up until (B)(6) 2013. The reporter aspirated and got nothing was returned. The pump was refilled with the new drug and the patient was to be seen in a couple of weeks. The patient had no symptoms of withdrawal. This device system delivered lioresal. Additional information has been requested, but was not available as of the date of this report.